Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported she had been having trouble with her stimulators. It was noted that she had 2 implants. They both were not working. They stop working, the patient would turn them back on and they'd work for a while, but then they would stop stimulating again. The patient would then turn them back on, but eventually they would stop stimulating again. The implants would not stay on. One setting would start but then it would stop. With regards to the left implant, one setting would do alright, but won't stay on number one, it won't stimulate, won't suction, it will just go on. The patient had met with their healthcare provider (hcp) who recommended the patient meet with a manufacturer representative (rep). It was noted that the patient had another appointment with their hcp on tuesday. This had occurred since the day of implant for both implants, of which was the same date. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if the issue was resolved.